Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege since surgery, patient has suffered symptoms including, but not limited to pain, swelling, soreness, difficulty walking, and decreased mobility. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - sales rep reported revision surgery. Patient was revised to address instability. Elective surgery. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2013. Update: (B)(6) 2014 - medical records received. Patient was revised to address fluid, capsulitis, thick fibrous tissue, metal reaction, corrosion at the trunnion, inflamed tissue, metal debris, and a cyst. The stem and sleeve have been added to the complaint. Stem remained in situ. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.